Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to wash station assembly. The fse replaced wash station assembly, checked and verified dispenses and all probe calibrations and performed complete instrument inspection. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was released to the physician(s). Upon repeat the corrected result was reported out. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra result.